Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratches on lcd window, cracked case at the display window corners and reservoir tube lip.

Event description:
It was reported via phone call, that the customer's insulin pump had a loose drive support cap. Customer reported blood glucose levels of 167 mg/dl and 187 mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time.